Event description:
It was reported that upon interrogation of the device for a routine follow-up, noise was detected on a stored egm. High frequency noise was present on the a and v channels. The noise could not be reproduced. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.